Event description:
It was reported that during a procedure at the user facility the surgeon had the instrument tip in a fixed point and noticed that when his trajectory was changed, it would change the position of the instrument tip on the screen even though the tip of the instrument was not moving from it's original point of engagement. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the surgeon had the instrument tip in a fixed point and noticed that when his trajectory was changed, it would change the position of the instrument tip on the screen even though the tip of the instrument was not moving from it's original point of engagement. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.